Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening and creases. A weight test of the device was completed and the device was within specification. A microscopic analysis was performed which identified one opening(striated). Based on the device analysis the final assessment is one curved opening(striated) assessed as surgical damage. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side rupture, and, " splotchy red skin changes", "patient began experiencing pain in her left breast... Notes that the contour of her implant appears changed.", and "firm implant is palpated with undulating contour." Device was explanted. Healthcare professional indicated that upon explant, the device was not found to be ruptured.